Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. An internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The ifus (instructions for use) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
After the cardiac ablation procedure with varipulse¿ bi-directional catheter/ thermocool smarttouch sf catheter, the patient experienced weakness of the right arm. Then information was later received indicating that the patient experienced left leg weakness. The report indicated that 16 hours post procedure, the patient was experiencing weakness in the right arm with no other symptoms present at the time of the call. It is unknown if medical intervention was provided to the patient. They are planning on having the patient enter rehab. The patient is currently in stable condition. The products used during ablation were thermocool smarttouch sf catheter, varipulse catheter, webster cs catheter, soundstar catheter, small carto vizigo sheath, trupulse generator, ngen generator, and carto 3 system. The information received indicated that the physician confirmed that the patient experienced the weakness in the left leg 16 hours post procedure. The procedure was completed on (B)(6) 2025 and the patient began to experience the weakness issue on (B)(6) 2025. They were made aware of the event on 08-dec-2025. They were unable to provide the ngen serial number at this time. It was noted that a stsf d-f catheter was in use but was unable to provide the catalog or lot numbers for the catheter. The adverse event occurred on 04-dec-2025. The physician¿s opinion on the cause of this adverse event was procedure with atrial fibrillation ablation using varipulse. The intervention provided was CT (computed tomography) scan. There are two reports for this event, one for the varipulse and stsf. This report is for the varipulse¿ bi-directional catheter.